Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient experienced extravasation.

Event description:
It was reported that the patient experienced extravasation.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: ""fault: obsolete update. Repair level: 0 action taken. Update to the latest software version."". Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing . Motor encoder malfunction/failure (inflow and/or outflow) . Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board (all) /imx failure (cf). Software malfunction (1, 3, 3.1, 3.4, 3.15, 3.16, 3.17, 4,, 8 for cf, or related modules in other pumps). Use error . System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design). Pump operated at least-favorable environmental conditions for extended period of time. Run screen does not adequately indicate overpressure situation. Miniwashmalfunction (cf). Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready). Excessive use of wash or turbo . Slow reaction time to a quickly closed off shaver outflow at high flow rates. Power failure of pump. Pressure sensor stuck behind the sensor bracket. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Insufficient cybersecurity . The reported failure mode will be monitored for future reoccurrence.